Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that during a patient procedure the light head knuckle cover detached from their harmony lux advantage la surgical lighting and visualization system and fell into the sterile field. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
Following the reported event, a steris service technician arrived onsite to inspect the harmony dual led585 surgical lighting system. During the technician's inspection he found that the knuckle cover was damaged and had detached from the lighting system; however, the mounting screw was still in place. The technician replaced the knuckle cover, tested the function and operation of the lighting system, and returned the unit to service. The damaged knuckle cover may be attributed to over tightening of the mounting screw, or damage caused by impact with other equipment. The operator manual states, "do not bump lightheads into walls or other equipment." The harmony dual led585 is approximately 17 years old and is not under a steris service contract for preventive maintenance; the user facility is responsible for all maintenance activities. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.